Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol devices may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device #4). Where applicable, additional emdrs were submitted to represent the other bard/davol devices. The allomax (device #3) is a biologic graft distributed by bard/davol, subject to cber reporting by the manufacturer. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two (2) unspecified bard/davol ventralex hernia patch (device #1 and device #2) on (B)(6) 2011. It was alleged that the patient underwent surgery for implant of an unspecified bard/davol distributed allomax mesh (device #3) on (B)(6) 2012. It was alleged that the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #4) on (B)(6) 2014. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the two (2) bard/davol ventralex hernia patch (device #1 and #2), the bard davol distributed allomax mesh (device #3), and the ventrio st (device #4). As reported, the attorney alleges patient experienced emotional distress and the device was defective.